Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. Evaluation findings of fiber broken. A flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass tip measured 0.5mm and appeared used. Additional examination under magnification revealed that the tip face showed signs of normal degradation and minor chipping. There was a break in the fiber 146cm from the distal tip; the glass fiber was broken but the fiber jacketing was still partially attached. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the fiber break was bright, clear, and scattered. Effective laser transmission was not measured due to the fiber that broke. The condition of the returned device confirms the reported event. Given the event description and condition of the returned device, there is not enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation on november 10, 2015 that a flexiva 200 laser fiber was used in a procedure performed on an unknown date. Reportedly, the laser fiber was experiencing burn back issue. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber's body broke.